Event description:
A falsely elevated troponin result. Result was 17.14 ng/ml. The physician did ask for an ECG and the result was negative. The elevated troponin result was not consistent with previous testing results. Repeat testing on the same sample yielded 0.00 ng/ml. A dade behring rep did maintenance on the analyzer and reported fibrin in the sample drain.